Manufacturer narrative:
Evaluation of battery sn (B)(4) has been completed. The reported problem (does not power on a monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The cause for the failure is the contamination. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery.

Event description:
A u.s. Distributor reported battery sn (B)(4) would not power on a monitor.